Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure delayed? Does the surgeon normally prescribe antibiotics for this type of procedure or was it prescribed as a result of the event? Which stapler was used with the ecr60d cartridge? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?

Event description:
It was reported that during a digestive procedure, when stapling the patient stomach of a woman during bypass, they realized that there was no staples in the cartridge but the stomach was cut, leaving it gaping. Need to cross and staple the stomach again from top to bottom. Prescription to the patient for antibiotics for 24 hours. Surgery was prolonged. There were no adverse consequences for the patient.